Event description:
The lay user/reorter called lifescan (lfs) in 2006, and alleged that the pt's meter was prompting an error 2 message upon powering the meter on. The medical affairs specialist listened to the recorded call between the lfs customer service rep and the pt to verify the info obtained. A letter was mailed on sep 28, 2006, since the user could not be reached by telephone for further clarification. According to the reporter, the meter issue occurred a few months ago. The pt attempted to test and obtained an error 2 message. The meter display is now frozen and when powering the meter on, it displays "error 2". On the day of the event, exact date unk, the pt had a fever and one of his eyes was red. His daughter took him to the hosp and he was treated with insulin for high blood glucose. He was admitted for 3 days because, "his blood glucose level would not decrease." She does not know what the results were in the hosp. The pt had attempted to test before going to the hosp, but was unable to obtain a blood glucose result. He then purchased a new meter after leaving the hosp. While on the phone with the lfs rep, the meter was powered on, both by inserting a test strip and by pressing the "m" button. Each time, the meter showed the display check and then "error 2". This complaint is being reported, as the meter issue was not resolved and the pt was unable to test his blood glucose. He went to the hosp, where he was admitted and treated for high blood glucose. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.